Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was expected to be explanted due to redness and suspected site infection. No return of product is anticipated post explant and no procedures had been performed recently. The source of the infection was not known. Subsequently, the device was explanted and medical treatment provided. No new device implanted at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was expected to be explanted due to redness and suspected site infection. No return of product is anticipated post explant and no procedures had been performed recently. The source of the infection was not known.